Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. The customer reported a blood glucose (bg) level between 140-160 (mg/dl). The customer was able to clear the alarm and resume insulin delivery. Troubleshooting with tandem technical support was declined.